Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 12atms on the first inflation while passing through a liberte stent. The device was removed intact. The lesion being treated was located in the tortuous, calcified and 99% stenotic distal right coronary artery. The procedure was successfully completed with another balloon. Patient status is listed as "good".